Manufacturer narrative:
The tech found the neutral wire inside the power cord plug was broken. The tech replaced the power cord plug to repair the bed.

Event description:
Info received indicates, the bed has no power.